Event description:
It was reported that the zimmer skin graft mesher was bent on the base. Additional clinical follow up with the customer indicated that the part that was reported to be bent on the base was the comb. The issue was noticed during a procedure, but the device was not used and an alternate device was retrieved for use during the procedure. There was no pt injury or delay/extension in surgical time as a result of the reported issue.

Manufacturer narrative:
Beginning may 31, 2012, u.s. And canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The device record indicates that the device was manufactured on 12/13/1993 and was last repaired on 4/5/2012 for a bent comb. Eval of the device revealed that the comb was bent and that the roller gear were damaged. The right end of the roller was gnarled and galled, and the gear was worn. Additionally, the upper gear guard was bent outward from the left side plate. Also noted was wear to the ratchet gear. Prior to repair, a test mean and calibration check could not be performed due to the damaged comb. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.